Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The insulation was found rubbed through in the distal end region, which is assumed to be the root cause of the observed oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve should be taken into consideration. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
From (B)(6) noise was detected as a nst event on the rv shock lead, and the event was seemed to increase. On (B)(6), the follow-up was conducted. Noise appeared approximately once every four beats during telemetry. Since the patient has cavb, the device setting was changed to doo. No abnormalities were observed in threshold, sensing amplitude, or impedance other than the noise. On (B)(6), because there have been no shock therapy, the shock lead was replaced to pacing lead and the device was replaced to crt-p.

Manufacturer narrative:
Combination product: yes.